Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when installing peripheral venous catheter 24 ga teflon breaks, installed by anaesthetist and anaesthesia technician of the ward having to use 10 units approximately.